Event description:
It was reported that there was some competitive pacing on the atrial channel in a ventricular episode stored on this pacemaker. The caller wanted to confirm if they could rule out true ventricular tachycardia (vt). Technical services (ts) reviewed the reports and could not fully confirm that there was not true vt as the strip was confusing. The atrial tachy response (atr) was undersensing the atrial tachycardia and caused pacing every other beat. Additionally, it was noted that there were farfield oversensing of ventricular signals on the atrial channel that were appropriately blanked. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.